Event description:
It was reported that the device was overheating. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the hotline was received with the complaint that the tank cover was missing, and the device was overheating. After a tank cover was installed, the overheating was verified and caused by a faulty pump. It could be heard that the pump was trying to circulate but failed. The tank cover and pump were replaced then the device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.